Event description:
It was reported that the ilet bionic pancreas touchscreen was damaged with a cracked screen and black dots, affecting the display on a unit identified by serial number, while the user had obtained another ilet from their distributor and requested setup support. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.